Manufacturer narrative:
Upon follow up it was reported the patient was discharged from the hospital and was recovered from this peritonitis event. Concomitant medical products: extraneal therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The patient was hospitalized for the event. The cause of the peritonitis, treatment details were not reported. At the time of this report, the patient had not recovered. Pd therapy was ongoing. No additional information is available.